Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction olympus confirmed that abnormal image occurred because communication failure occurred due to faulty cable caused to internal disconnection. The following information is stated in the instructions for use (IFU): "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.: olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had no image. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirmed that there were no proper image that was shown when connecting the camera heads to the video processor, only test patterns such as color bars were visible on the screen caused by the defectiveness of the video cable. Additionally, the cable had been cut. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.